Event description:
The operator reported that the door suddenly came down on the operator's hand while the operator was trying to push a jammed basket out from under the closing door. The facility reported the operator's injuries as bruise to the back of the left hand and that no medical attention was required.